Manufacturer narrative:
Continuation of d10: product ID 3886 lot# l92750 implanted: (B)(6) 2001 explanted: (B)(6) 2021 product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID 3886 lot# l92750 serial# implanted: (B)(6) 2001 explanted: (B)(6) 2021 product type lead other relevant device(s) are: product ID: 3886, serial/lot #: l92750, ubd: (B)(6) 2005, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that they were about to go in to change out the ins in february because they thought it was dead. Pt states they couldn't get a reading on it which they first noticed in january. Pt states they realized at that time that it wasn't the ins but it was the lead that was the issue. Patient ended up holding off on surgery until march and having both the implant and lead replaced with the micro system. No symptoms reported. Additional information was received from a manufacturer representative (rep). The rep reported that on (B)(6) 2021, patient presented for an ipg replacement. Patient¿s interstim system was on, active on p4 (configuration: -3/+1, set at 3.0volts). In preparation for the procedure, the clinician programmer was used to perform an impedance check and to power off the interstim system for the procedure. However, the impedance check, performed at 2.0 volts, showed impedance issues: 4,000ohms in all combinations. This was an unexpected discovery, so the physician and patient discussed the option for the patient to return at a later date to have the lead and the ipg replaced on the same dos. The patient¿s interstim system was turned off on (B)(6) 2021. The patient decided to return for a full replacement of the interstim system and it was scheduled for (B)(6) 2021. Patient denied having any falls or infections. It is not known why there were impedance issues: 4,000ohms.